Event description:
Reporter alleged she was feeling really hypoglycemic, and her family could not get the aviva system to work, either because of no power or error messages. Reporter stated her husband had to bring her some juice and she was treated with it and then cereal. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.